Event description:
Endoleak (type unknown): during the procedure, type IV endoleak was identified. As there was no other endoleak (type I, ii, or iii), the procedure was completed as it was. Three days after the procedure, a contrast-enhanced CT was taken for checking, which showed extensive endoleak of the device. The type of the endoleak is unknown. Additional treatment is being considered. Additional information (03/07/23): - the patient background: dic patient with blood clotting difficulty - during the procedure, the endoleak was observed from the leg extension just below the main bifurcated stent-graft, and the endoleak type could not be identified. However, leak volume became small after re-touch-up. - the endoleak was probably type IV, and it was determined to be no problem as the leak volume was small, and the procedure was completed. - since the post-operative CT showed obviously larger amount of endoleak than during the procedure. Therefore, additional treatment being considered. Additional information (03/17/23): on (B)(6) 2023, the physician contacted the tc representative and provided the following information. - the endoleak had disappeared when the physician checked the CT taken one week after the procedure. The endoleak was likely type ii or type IV. Operation type: evar blood loss: amount is unknown. Image available upon request pre-case plan available upon request no additional information will be obtained ancillary devices: 28-b2-28-100u and 28-l2-13-140u. (Tc#(B)(4)). Patient outcome - "the patient was in critical condition and the outcome is unknown."

Event description:
Endoleak (type unknown): during the procedure, type IV endoleak was identified. As there was no other endoleak (type I, ii, or iii), the procedure was completed as it was. Three days after the procedure, a contrast-enhanced CT was taken for checking, which showed extensive endoleak of the device. The type of the endoleak is unknown. Additional treatment is being considered. Additional information (03/07/23): - the patient background: dic patient with blood clotting difficulty. - during the procedure, the endoleak was observed from the leg extension just below the main bifurcated stent-graft, and the endoleak type could not be identified. However, leak volume became small after re-touch-up. - the endoleak was probably type IV, and it was determined to be no problem as the leak volume was small, and the procedure was completed. - since the post-operative CT showed obviously larger amount of endoleak than during the procedure. Therefore, additional treatment being considered. Additional information (03/17/23): on march 17, 2023, the physician contacted the tc representative and provided the following information. - the endoleak had disappeared when the physician checked the CT taken one week after the procedure. The endoleak was likely type ii or type IV. Operation type: evar. Blood loss: amount is unknown. Image available upon request. Pre-case plan available upon request. No additional information will be obtained. Ancillary devices: 28-b2-28-100u and 28-l2-13-140u. (Tc#(B)(4)) patient outcome - "the patient was in critical condition and the outcome is unknown".